Event description:
The customer reported, "unable to save exams." There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.